Manufacturer narrative:
(B)(4). Evaluation, results: (improper component placement, endoleak, removal difficulties), (user technique). Conclusion: (user technique).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm and a 4.8 cm right common iliac artery aneurysm. Vessel morphology was reported as mild tortuosity and mild calcification. It was reported that the bifurcated stent graft was partially deployed and the contralateral limb was implanted. The physician started the recapturing of the spindle, but did not realize that the bifurcated stent graft had not been completely deployed, therefore the bifurcated stent graft was pulled down with a type I endoleak (MFR report# 2953200-2011-01568, 2953200-2011-01569) and the contralateral limb became accordioned upon itself. The physician converted the bifurcated stent graft to an aui with a femoral to femoral bypass. No occluder was required as the contralateral limb was occluding the vessel. No additional clinical sequelae were reported, and the pt is fine.